Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported that the cause of the recharger disconnecting was unknown. The most likely cause was the charging tines against the skin. They could feel the electrical current. They immediately remove and cease use. The steps taken for resolution was that they talked to the manufacturer representative (rep) and hcp. And they saw the hcp on (B)(6) 2021. There was no plan for a removal or replacement.

Manufacturer narrative:
Symptom code of electrical shock (e2104) and device code of electrical shock did not correspond to the ins therefore they dod not belong on this regulatory report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt said their prior charger had burned them.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the recharger doesn't maintain connection to ins well; the patient keeps seeing a 1707 error code and saw an error code of 9766 today. The patient called back regarding continued issues with recharger connection the patient stated that they keep getting error code 1707 when recharging, and they have been getting it more frequently over the last 6 months. The patient stated their hcp told them they have "perfect placement" of ins. The patient stated that the recharger would connect and then disconnect. The patient stated that ins has never worked for them. As previously mentioned, the patient stated they had experienced sensations while recharging before. Rep had the patient try repositioning the recharger, and he saw error code 9766. I had the patient perform a hard reset of the recharger. The patient saw error code 1707. Email sent to repair to replace recharger. Reviewed with the patient to follow up with hcp if the 1707 code continues with the new recharger.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# unknown implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) and the manufacturer representative (rep). Pt called back for assistance to pair the new charger to the equipment, stating: the literature that came with it said they should scan the code but the handset never had anything on it that said: scan the code. Pt stated they had been trying for 2 days to pair it to charge but it cuts off and the circle was orange and descending tones were heard. Patient services worked with pt to reboot the handset and after starting the charger app, pressed the button on the charger several times, the light turned green and normal beeping was heard. Pt used the charger the charger to try to charge and pt was able to quickly get an excellent connection. The ins went from 20 to 30 percent and therapy was on but shortly got a descending tones, an orange power light and got: 1707 recharger is inactive message. Pt said the rep "did not to what" the doctor says. They never got a belt. The rep told them to sit on it or lay on it, they have been struggling for 4 years to charge. They asked the previous agent to have someone in personnel call them but they have not gotten any call. They may get an [other manufacturer] device that is non-rechargeable. Patient services worked with pt to restart the charger and handset again, turn wifi off/ toggled bluetooth off and back on/ turned location on pt connected with an excellent connection and after numerous other 1707 messages and retries the ins increased to 40%. Then pt got 1707, stating they did not breath. Patient services reviewed we can replace the charger and send a belt but they may have to have the doctor see what they go through to recharge the implant and suggested bringing their equipment with them to show the doctor. Patient services sent email to repair to replace the charger and send a belt. Pt said since implant they stay soaked even with incontinence underwear and had a stool accident today. Pt said their doctor is a very good doctor and calls them at (B)(6) to try to help .

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient said she has had an issue keeping the recharger connected since the beginning of getting the implant. The manufacturer representative (rep) told her she only needs to use the recharger for 10-20 minutes and listen for the tone and then stop. She can't breath, cough, reach for something or recharger will disconnect. Patient recharged last night for an hour and a half and she only got to 50% charge and she wants to know why. The patient recharges every sunday for 30 minutes to 1 hour and she has never heard the tones that she is done charging. Between friday and sunday she was urinating in her pants like her therapy wasn't on. She said her setting are usually at 4.0ma or 4.5ma, and when she checked her intensity it was at .1ma yesterday. Patient said she hadn't touched anything since the previous sunday when she was talking with rep. Patient said she texted rep last night and sent him some pictures. The patient reported a 1707/coupling issues error. The patient reported discomfort while they were recharging. When she put's recharger up to skin she feels a prickly sensation. Sensation was described as like grabbed end of a hot wire. Like needles or sticking or burning sensation. Sensation is right in the battery area, the little prongs were poking skin with electrical current.  Last week when she recharged she bruised and bleed for two days. She said, it was two weeks ago yesterday where she experienced the uncomfortable recharging. The issue of uncomfortable stimulation has occurred twice and both times it was with recharger against the skin. The following troubleshooting steps were performed; recommended moving away from possible sources of emi, apply comfortable pressure to the recharger, repositioned the recharger, recommended using recharger over a thin layer of clothing, checked the recharger volume to make sure it was up . Patient is sitting down, and she is not using the recharging belt. Redirect to doctor if issue persists. The patient was explained to the patient if she looses connect ion while charging or if the recharge connection drops to good or poor it will take longer to recharge. She did mention she had to turn it from off to on. Patient mentioned that her recharger blinks off and on when she just walks by it. She said, she thinks her house is haunted and maybe the spirits are messing with it. The manufacturer representative (rep)  called and wanted to make sure that the pt called and reported the issues in this record. The caller states that the pt did not report bleeding at the incision site to him until today. Rep states he has seen her in the office and nothing alerted the rep about the incision in the past. At some point in the past the pt's ins has depleted and turned off due to that depletion and the caller notes the pt has not been particularly compliant in that respect. Rep states he has told her in the past to charge over a night gown or something if she feels tingling (or as it appears the pt put it in this note, 'prickly' sensation) from the prongs; along those same lines, caller states he has gone over potentially putting tape over the metal prongs to negate that tingling potential. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called back again with their replacement recharger. Initially they were having difficulty pairing the recharger to the handset, seeing an orange light and hearing a descending tone, when they pressed the power button and seeing the 'not found' message in the recharger application. Patient services (pss) walked pt through pairing the recharger to the handset. Pt was able to clear a 3167 and it showed the recharger was inactive. The troubleshooting steps resolved the issue and pt was able to start a charging session with excellent connection and it showed the ins was at 10% battery life and the therapy was off. Pt then immediately lost connection and recharger went back to 'searching." Pt would connect to charge and immediately lost connection. Pt stated they hadn't even breathed for that to happen and stated they could feel the ins really close to the surface of the skin. Pt stated they felt the outline of the ins. When pss asked pt if they felt like the ins was at an angle, pt ju st stated they felt a "bump". Pt received another 1707 service code and stated they wished they could just charge against the skin but was told to use a thin layer of clothing because one of their previous rechargers had burned them when it was against the skin. Ps reviewed the 1707 service code meaning and the pt received another 1707 service code. Pss redirected pt to follow up with their health care provider (hcp) about their issue because pt was unable to stay connected long enough for ins battery level to increase. Pt also received a 2113 service code twice but they were able to dismiss the code each time and did a recharger reset and the code did not appear again. Recharger just kept losing connection. Pss suggested the patient use the belt that was sent to them but pt was unable to find the belt at the time of the call. Pt stated they were in the process of moving and their house was a "mess". Pt stated their ins hadn't been charged in 3 weeks now and they know that they were unable to feel the stimulation any longer. Pt stated they didn't like how the stimulation would feel sometimes but they still would feel it and now they weren't. Pt was really escalated on the call and stated that the therapy had never helped them either and that they'd tried programs 1-7, programs a & b and nothing worked for their symptoms. Pt stated they had to wear incontinence underwear had to change them every couple of hours. Pt stated their hcp said their symptom relief depended on their anxiety state and that the hcp had met with two reps multiple times to discuss the pt's issues but nothing was done. Pt stated they would reach out to their managing health care provider (hcp) but they were very sick of doing this and being in the middle all the time. Pt stated they wanted "one of your doctors from your board of directors" to call them. Pss emailed rep and also reached out to patient relations on this case because pt is requesting a call.